Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2020, it was reported that the patient's refill appointment on (B)(6) 2020 was a difficult, multi stick procedure. The patient returned to the clinic on (B)(6) 2020 and 110 ml withdrawn. The patient also had setons. The hcp reported that it was not a pocket fill and was having a sample sent to the lab. The hcp withdrew 39 ml from the pump to check the reservoir. The patient was experiencing mild withdrawal symptoms which were being managed with oral medications. On (B)(6) 2020, the patient's catheter was revised. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had a catheter revision on (B)(6) 2020 and the pump segment was punctured. The doctor reported a new nurse practitioner (np) was filling the pump, which could have been a factor in the difficulty. It was noted the catheter was not retained to be sent back because the account threw it out. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) indicated regarding the patient having seton sutures over their pump pocket; it was not thought to have contributed to the fluid in the patient¿s pocket. Regarding the report of the pump segment was punctured it was noted there was a leak in the connector, probably a result of a refill. The cause of the fluid in the patient¿s pocket was cerebrospinal fluid (csf). The event was resolved. No further complications were reported.